Manufacturer narrative:
The mcs tip cover accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted hysterectomy procedure, the patient underwent an additional surgical procedure to retrieve a mcs tip cover accessory that had allegedly fallen inside the patient. However, the root cause of the mcs tip cover accessory falling off the tip of the mcs instrument is unknown.

Event description:
It was reported that at the conclusion of a da vinci-assisted hysterectomy procedure, the surgical staff noticed that the monopolar curved scissors (mcs) tip cover accessory was missing from the tip of the mcs instrument. The surgical staff was unsure where the mcs tip cover accessory was after the surgical procedure was completed. On 08/15/2016, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following information regarding the reported event: the patient was reportedly morbidly obese and weighed about (B)(6). During the surgical procedure, the patient was placed in trendelenburg position. The csr stated that the velcro straps holding the patient on the mattress did not hold and the patient slid almost a foot off the bed. The csr explained that a normal bed was not available in the room and the bed that was used had less velcro tabs on the mattress. As a result of the reported event, the surgical staff uninstalled the instruments and undocked the patient from the patient side cart (psc). The surgical staff repositioned the patient. The instruments were then reinstalled and the patient was redocked to the psc. According to the csr, the site's robotics coordinator did not believe the surgical staff felt any resistance while removing the mcs instrument through the cannula. During the surgical procedure, the surgeon did not report having any issues with the mcs instrument. After the surgical procedure was completed, the surgical staff performed a count of the instruments and accessories. At that point, they noticed that the mcs tip cover accessory was missing from the tip of the mcs instrument. The surgeon used a 30 degree endoscope to search for the missing mcs tip cover accessory but was unsuccessful. An x-ray was also performed but the mcs tip cover accessory was still not found. Later that same day in the evening, a CT-scan revealed that the mcs tip cover accessory was located in subcutaneous fat. The mcs tip cover accessory was retrieved by interventional radiology with ultrasound (us) guidance. The csr indicated that small incisions were needed to retrieve the mcs tip cover accessory. The csr did not know the patient's current condition.